Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold. No changes or interventions were performed. The patient condition was not known.

Manufacturer narrative:
The right ventricular (ra) lead reported in a separate medwatch # mw5179474.